Manufacturer narrative:
One device was received for evaluation. Visual inspection noted the upstream occlusion seal to be separating. The seal was replaced and then device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a separated upstream occlusion seal. The event occurred during testing.